Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the errors could not be resolved through troubleshooting, and the case was completed using three universal surgical manipulator (usm) without any major issue. The case was completed robotically. The usm was analyzed. In logs, 1162 error was found indicating magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, while a definitive root cause cannot be determined, the probable root cause is attributed to the axis controller spar cannula (acsc) printed circuit assembly (pca) and flat flex cables (ffc) within the usm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, fault 1162 was reported on universal surgical manipulator (usm) 4. The customer performed a hard reboot on the patient side cart and exercised the cannula lever, but the error persisted. The customer indicated the surgeon would proceed with using only 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.